Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer experienced a low blood glucose of 43 mg/dl; cause was unknown. Food and juice was consumed to treat bg. Recommendation was made to consult with health care provider regarding diabetes management.